Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and discomfort, device rupture and silicone in the lymph nodes, "inconspicuous tissue over the implants."

Event description:
Patient's representative reported pain and discomfort, device rupture and silicone in the lymph nodes, diagnosed by an ultrasound, "inconspicuous tissue over the implants".. Affected side unknown. Device has been explanted.

Event description:
Patient's representative reported pain and discomfort, device rupture and silicone in the lymph nodes, diagnosed by an ultrasound, "inconspicuous tissue over the implants". Affected side unknown. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red particles material was found on the shell and the device was broken shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.